Event description:
It was reported that there was a device related thrombus. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported. In (B)(6) 2020 the patient had a follow up echocardiogram procedure. The imaging showed that there was a thrombus on the device. The patient was given heparin to treat the thrombus.